Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This non-serious spontaneous case report from (B)(6) was initially reported by a consultant via a medical rep with follow-up info provided by a physician. This case was forwarded by our local affiliate (B)(4). This case involves a female, pt, who initially experienced an extremely swollen face after her first treatment of poly-l-lactic acid (sculptra) in (B)(6) 2009. The pt contacted the physician on (B)(6) 2009 and also complained of pain, a "tingling sensation," hyperpigmentation of the skin, and "blotchiness." It was reported that these were most notable in the zygomatic area, but the physician stated the pt received poly-l-lactic acid in the mid to lower face and not the zygomatic area. The pt also informed the physician that she had an increase in broken capillaries. The physician reviewed the pt, and was "happy that the woman had suffered no major reaction and displayed no hyperpigmentation." The physician also related that the pt "looked normal" and had no broken veins. The pt was referred to a consultant dermatologist.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up info received on (B)(6) 2009: the physician reported that the pt described her face as being "swollen like a football" and that she has had a "terrible time and wants to turn back the clock." The pt complained of "terrible pain" around her eyes and of white lines around her eyes. The physician reported that poly-l-lactic acid was not administered around the eye area and was only administered to the mid to lower face area. The reporter could not see any of the physical symptoms the pt complained of. No treatment was given. The pt has been referred to a consultant dermatologist for review.